Manufacturer narrative:
The device was received for evaluation. During visual inspection, fluid was observed inside the bag that contains the unit which indicates leakage has occurred. Further examination revealed the leak was coming from the multirate control module. The reported condition was verified; however, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the infusor leaked. The device was filled with 0.05 mg/ml: 12ml fentanil, 5mg/ml: 60ml bupivacaine, 1mg/ml: 0.6ml adrenaline diluted with 300 ml of sodium chloride (nacl). The event occurred before use; therefore, there was no patient involvement. No additional information is available.